Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (caller) regarding an external device to an implantable pump infusing unknown morphine for non-malignant pain. It was reported that the caller stated that the patient is having a very bad day and they can't find the handset. The caller stated they have the handset from the previous pump and wanted to know how to link it to the new pump. The caller reported seeing no pump found and then 'incompatible pump found' and service code 351. The caller mentioned that the ptm covers 80% of the patient's daily allowed milligrams. Agent recommended to locate the handset from the pump that was implanted in october. The caller mentioned that the rep paired the 'old beeper' to the sync 2 pump. The caller stated that the patient is 'not amatory at this point'. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a consumer regarding a patient stating that the unable to pair handset issue they were experiencing did not resolve as it doesn't always complete, and it takes forever to get from 90 to complete. It was mentioned on patients "bad days" it was so easy to use the one like a "beeper" you could be discreet and quick.